Manufacturer narrative:
This investigation is confirmed cause unknown. Visual evaluation of the returned sample noted two opened (without original packaging), used silicone foley. Visual inspection of the sample noted the first silicone catheter was observed with cut portion of the inlet tubing with the balloon ruptured measuring (0.4410") on the return sample, no missing pieces noted. The second silicone foley was observed to have no balloon rupture or missing pieces noted. Visual inspection of the two-return sample noted that the material number for sample return is different from the material number reported. This does not meet specification per ip7602974 rev 10. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was not holding the instillation of the sterile water. The foleys inadvertently came out of the patient shortly after inserting the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was not holding the instillation of the sterile water. The foleys inadvertently came out of the patient shortly after inserting the balloon.